Event description:
It was reported that a male patient underwent a diagnostic coronary procedure on (B)(6) 2014. Following the procedure, the technician who is in training, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that the sheath was kinked and didn't allow for the device handle to connect with the sheath. Manual compression was held for 10 minutes and then a femostop was placed. The patient was hospitalized for reasons unspecified and unrelated to the mynx.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information received, the root cause for the reported inability to advance in sheath could have been due to the kink in the introducer sheath, which may have prevented the catheter from being advanced all the way into the sheath. The review of the lhr (lot f1332501) indicated that the device lot met all established performance criteria prior to shipment.